Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty two devices were received for evaluation; 21 events were duplicated during testing. One event was not duplicated during testing; however, the device was out of specifications. Twelve devices were found to be affected by compromised lubrication. Seven devices were found to be affected by internal corrosion. Two devices were found to be affected by compromised lubrication and shattered bearings. One device was found to be affected by shattered bearings. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 23 </noe> malfunction events, in which the device reportedly overheated. Two reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.